Event description:
Product analysis on the explanted lead and generator was completed on (B)(6) 2012. An analysis was performed on the returned lead portions and a condition was observed that could potentially contribute to the reported low impedance. Abraded openings on two adjacent sections of inner tubing created a condition whereby the exposed conductive coils could come in contact with each other contributing to the :"low impedance" condition. Multiple abraded openings were found on the outer and inner silicone tubes, and most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. With the exception of the abraded inner tubing openings, the condition of the returned lead portions is consistent with those that typically exist following an explant procedure. No obvious anomalies, beyond the inner tubing openings, were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is evidence to support a potential short circuit condition (low impedance). Note that since a large portion of the lead assembly (body) including the electrodes was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Product analysis on the explanted generator was also completed. Results of diagnostic testing indicated the device was operating properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications.

Event description:
It was reported on 02/13/2012 that the patient experienced a cluster of seizures which occurred in (B)(6) 2011. Diagnostics performed in august gave results of 840ohms and 760ohms, with intensified follow-up indicator = no. Impedance values were observed and were found to have decreased over time from 1500ohms down to 760ohms. Diagnostics were performed on (B)(6) 2012 with varying results depending on the patient's head position: with the patient's head to the left - impedance value: 1369ohms. With the patient's head to the right - impedance value: 847ohms. It is likely that the patient has a positional lead fracture which is causing the varying impedance values. There was no manipulation or trauma suspected, and the patient is non-verbal so it is unknown if the patient is experiencing any pain. It was also indicated that there were no changes in medications in last 6 months and no recent change in settings. X-rays were taken, and the patient was referred for revision. Ap and lateral chest and neck x-rays dated (B)(6) 2012 were received for the on (B)(4) 2012 and reviewed. The generator appeared to be in the left chest in a normal orientation. The filter feedthru wires appear to be intact. The electrode alignment appears to be normal. The lead at the connector pin appears to be intact. There is some lead behind the generator that could not be evaluated. No gross lead discontinuities or sharp angles can be visualized. Based on the x-rays received, no gross lead discontinuities or sharp angles appear to be present; however an unpronounced lead fracture cannot be ruled out. Additional information was received indicating that the patient's increase in seizures was below baseline. The patient underwent a revision surgery on (B)(6) 2012 and the explanted products were returned on (B)(4) 2012. Analysis is not yet complete.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.